Event description:
Service engineer was working on the varicam system with power off. The motor drive was released to gain better access to a panel to change a fuse. The heads were left in the "l position" instead on the "h position" as outlined by the MFR's technical notice. The weight of the gantry allowed the gear to move. The engineer's two fingers of the right hand were wedged between the main gear and the gear box. Both finger nails were ripped off and there may be come tendon damage. Both finger nails were re-attached in the ER and stitched.